Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastr ointestinal/pelvic floor. It was reported that the patient experienced a loss of therapy. The patient was unable to increase stimulation and therapy was not on. Turning therapy on resolved the issue. The patient successfully turned the implantable neurostimulator (ins) on and felt stimulation a little high, so the patient decreased stimulation to comfortable level. The patient decided to change from program 4 to program 1 and made desired changes to the ins. It was noted that the issue started a couple days ago in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.